Event description:
It was reported that during implant artifact was observed on all channels during impedance testing. The artifact continued to be ob served on electrograms (egm) during impedance testing. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.